Event description:
In 2008, the pt was having a bard peripherally inserted central line -PICC- placed in his right upper arm. The rn, certified in placing PICC lines, could not thread the guidewire. Per protocol, she removed the needle and guidewire and attempted to access another site. On the second attempt she again could not thread the guidewire. She aborted the procedure and removed the needle and guidewire. The rn felt resistance while removing the last 2 cms of the guidewire on her second attempt. When the guidewire was removed from the pt's arm, the rn noted that the tip -end- of the guidewire was "frayed". She immediately notified the physician and x-rays were ordered. The x-ray interpretation was "punctate density along the medial and posterior aspect of the arm. The findings may be artifactual, however, given the history of foreign body suspicion small foreign body cannot be excluded in this location." On the next day, the pt was taken to interventional radiology, given local anesthetic and using fluoroscopy, two small incisions were made and a 0.4x 0.1 cm gray metallic wire was removed from the right upper arm overlying the mid humerus. The incisions were closed with dermabond and covered with a 2 x 2. The pt tolerated the procedure well and was discharged home the same day in no distress. Dates of use: 2008. Diagnosis or reason for use: vascular access.